Event description:
It was reported that the proport catheter decoupled once installed, and a part of it remained inside the patient. The event occurred during use with a patient in vital risk. Since part of the catheter was found intrapulmonary, installation of a new catheter had to be postponed. Intervention for surgical removal was scheduled for the following week. The patient also suffered a delay to their treatment for breast cancer.

Manufacturer narrative:
D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.